Manufacturer narrative:
The customer¿s meter and strip was returned for investigation. The returned meter and strips were tested in comparison to a retention strips. Testing results: vial# (B)(6) (customer return) . Qc 1: 2.5 inr. Vial# (B)(6) (retention). Qc 2: 2.5 inr , qc 3: 2.5 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 4%. Retention test strips (lot 353497) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. No information was provided that would point to a cause for the result discrepancy.

Manufacturer narrative:
(B)(6).

Event description:
The customer received discrepant inr results on coaguchek vantus meter serial number (B)(4). The initial result was 3.8 inr with a data flag. The customer re-tested "a few minutes later" and got a result of 2.8 inr. No coumadin adjustments were made; the customer did not report the results to his physician. The customer's therapeutic range is 2.0 - 3.0 inr. There was no allegation that an adverse event occurred. The customer feels fine. The customer has no hct issues and does not have antiphospholipid antibodies. The customer has not started any new medications, his diet has not changed and he has not had any recent illness. The customer has no symptoms of bleeding or bruising. The meter and test strips were requested for investigation.